Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor removal, patient was unable to locate sensor wire. Patient stated that sensor wire was not left behind in body. At the time of the call, patient reported no injuries or medical intervention. Dexcom has issued an rga for patient to return their device to be investigated.